Event description:
It was reported that while using kit bd max ext enteric bacterial panel, there was one false positive vibrio result. No patient impact reported. Result not reported to physician. The following information was provided by the initial reporter: "max bacterial and extended bacterial kit obtained a positive vibrio result with very low fluorescence. A repetition was performed, which was negative. In addition, the culture for vibrio was negative."

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (xebp) (ref. (B)(4)) lot 2096093 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. The review of manufacturing records of bd max¿ extended enteric bacterial panel lot 2096093 indicated that lot was manufactured according to specifications and met performance requirements. Customer complained about a false vibrio positive result on one patient sample tested with the bd max¿ xebp assay. According to customer, when repeated, the sample was negative, and no vibrio cells were found in culture (peptone broth-tcbs). Customer provided two run files (# 843 and 844) from instrument (B)(6) for investigation. Manual pcr curve adjudication was conducted. Pcr curves analysis show that the sample was first analyzed in run 843 b10 and a late amplification in the rox channel on the bottom position of the cartridge (vibrio target) was observed, suggesting a true weak positive result. When retested in run 844 b3, it gave a negative result. Pcr curves analysis of retest run show a very weak amplification of the vibrio target, too low to be reported as a positive result by the algorithm. Such low positive samples can occur due to bacterial titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, it is possible that the sample contained non-viable dna which can be detected with pcr methods such as the bd max¿ extended enteric bacterial panel, but not by culture. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to identify the exact cause of the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 2096093. The root cause was not identified. However, positives samples at or near the limit of detection of the assay or an environmental / cross contamination can explain the customer¿s positives results in the initial test. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel, there was one false positive vibrio result. No patient impact reported. Result not reported to physician. The following information was provided by the initial reporter: "max bacterial and extended bacterial kit obtained a positive vibrio result with very low fluorescence. A repetition was performed, which was negative. In addition, the culture for vibrio was negative."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.